Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 04/14/2015: lot 145877: (B)(4) screws manufactured and released on 12/03/2014. No anomalies found. To date, (B)(4) screws of the same lot have been sold without any similar issue. On (B)(4) 2015, we were informed that the screw head will not be available for analysis. The hospital would not release the broken product. Clinical evaluation performed by the medical affairs manager on 04/03/2015: this screw got broken immediately under the head. This may occur because of torque or bending moments. Seeing the broken part, in my opinion in this case a torsional fracture is more likely. However, the broken part has not been returned for examination, so only a picture of the upper face is available, and no microphotography of the fracture surface can be seen. The torsional fracture is an occurrence reported several times in normal practice for bone screws, and namely for bone screws for cup fixation. Dimensions are given, and a normal man can easily break a titanium screw of these diameters. Care should be given not to apply excessive torque, but this is difficult to measure. Often, the reason why excessive torque is applied is that the cup may have moved slightly between hole preparation and screw insertion, so that at final tightening the screw head protrudes slightly inside the cup and the surgeon tries to push it outwards by tightening. In this case, the position of the screw is correct and therefore I do not expect any significant consequence for the patient because of the broken screw. No protrusion of the screw in the inner space of the acetabular cup can be seen from the radiographs, and if it were so the surgeon would probably have intervened to modify the situation. The only inconvenience that I expect is in case of cup revision, when further reaming will be made more difficult for the presence of the broken screw. Analysis of the picture made by the r&d director on 03/14/2015: from the picture, we can certify the breakage of the screw head. The root cause of this breakage cannot be determined by the picture.

Event description:
(B)(4).